Manufacturer narrative:
Isi received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. Fa investigation found the primary failure of broken pitch cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure was attributed to a component failure. A review of the instrument log was performed. The instrument was last used on (B)(6) 2022 on system sl0360. The instrument had 5 uses remaining after last use. No photo or video was provided by the site for review. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal threads of the small grasping retractor instrument had come loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: there was no fragment that fell inside of the patient's anatomy and there was a delay of around 5 minutes because a back-up instrument had to be used.